Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse powered system on a received 32097 error on universal surgical manipulator (usm) 2. Recovered and error returned. Replaced usm 2 and error corrected. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and the 32097 error was found indicating maxis error occurred on the usm axes controller motor (acm), confirming the fault occurred in the field. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the clockspring fiber assembly was found to be the root cause of the reported event.

Event description:
It was reported that during training/demo of the da vinci system, the customer was getting a recoverable fault on universal surgical manipulator (usm) 2. Customer tried rebooting and hard rebooting several times without success. There was no report of patient involvement or patient injury.